Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. The ins was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was explanted due to end of life. The serial numbers of extensions and leads were unknown. Nothing happened to the leads or extensions. No troubleshooting was performed.

Manufacturer narrative:
Analysis results were not available at the time of report. A follow up report will be submitted once analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was a problem with the implantable neurostimulator (ins). During ablation of the pacemaker the doctor found that the plastic tip of the extension which was introduced into the stimulator was melted. The ins was explanted and the issue was resolved at the time of report.